Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "there was an error on the procedure that the customer was performing during the preparation of the samples before introducing them into the mgit. This created false positives that were detected by the customer afterwards. It was not an error of the system."

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " there was an error on the procedure that the customer was performing during the preparation of the samples before introducing them into the mgit. This created false positives that were detected by the customer afterwards. It was not an error of the system. "

Manufacturer narrative:
Investigation summary: this complaint alleges a false positive result on a mgit 960 instrument (p/n 445870, s/n (B)(6). The customer called in with multiple false positive results from the first drawer. After discussing customer workflow with technical support the customer confirmed that the false results were due to a customer workflow issue rather than an instrument or consumable issue. No samples or parts were expected to be returned for this complaint and thus, returned sample analysis is not required. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2015. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. The root cause cannot be determined at this time but appears to be related to customer workflow issues. This complaint is unconfirmed as the false results are related to workflow issues.